Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
The complaint investigation revealed that the reported issue was unclear and caused by an unspecified problem with the device; to resolve it, the customer sent the device to be evaluated, and philips informed the customer of the cost to replace it. Based on available information and testing, the cause of the reported issue remained unspecified or unclear, and the problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device due to customer input. The customer sent the device for evaluation, and philips informed them of the cost to replace it. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.